Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the lead moved from the apical position. The lead was removed and the physician decided to use an active fixation lead. No patient complications have been reported as a result of this event.